Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4); serial: na , batch: 4579200. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation, shocking sensation and pain at the ipg site. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. The new ipg was relocated. Effective therapy was established. Note: it is unknown which lead is related to this issue.